Event description:
It was reported that this pacemaker device was unable to read data via consult. Boston scientific technical services (ts) hover wand 1-2 inches above device in circular motion. Hold wand perpendicular to device towards the axilla until reading data message appears but it was failed. It was believed that this pacemaker was in safety mode. The device remains in service. No adverse patient effects were reported.